Event description:
Patient presented to the physician with neuropraxia and nerve pain. Physician prescribed pain medication and recommended the patient discontinue therapy. Physician will re-evaluate in 4 weeks.